Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the atrial channel was observed when the device was moved. Patient was asymptomatic. Lead revision was recommended. No further information available.